Event description:
This case is a solicited case report received from a physician from (B)(6) on 21-may-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2009 for definitive contraception. The patient consulted the physician due to a 6 weeks pregnancy. He reviewed her 3 months control plain abdomen; which showed right essure off center and twisted. She underwent an elective abortion on (B)(6) 2015. Additionally, the physician stated the right essure was found in uterus, probably due to perforation of fallopian tube. He related all events to essure. Follow up 18-jun-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occure with the use of any contraceptive and is not indicative of a quality deficit per se. The ae case refers also to a product issue. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 10-jul-2015: information received from gynecologist states that a patient who has as medical history gravida 4, para 2, 1 elective abortion, 1 spontaneous abortion and no history of c-section or ectopic pregnancy, does not have previous gynecological intervention, previous ius/iud, relevant history or concurrent conditions and did not have essure card (as reported); had essure (batch number and expiration date unknown) inserted on 2009. According to health care professional, insertion was performed during follicular phase and patient had been fitted with essure by another physician. Local analgesia was applied during insertion and procedure was described as easy. The visualization of tubal os was unknown. There were no abnormal uterine findings prior to insertion and there were no complaints immediately after insertion. Patient used alternative contraception for 3 months after essure insertion. On (B)(6) 2011, essure confirmation test via x-ray and ultrasound were done. Gynecologist reviewed plain abdomen x-ray images which were asymmetric and patient was advised to rely on essure. No second confirmation test was performed. On unspecified date, physician confirmed that patient was pregnant and informed that she planned terminating the pregnancy. On (B)(6) 2015, essure incorrect position was diagnosed via x-ray, ultrasound and laparoscopy. Complete perforation occurred (unilateral right); left was in correct position. No organ or intra-abdominal structure was perforated and patient presented with no symptoms. Pregnancy gestational week: 6 weeks of amenorrhea. It is unknown whether perforation occurred before deployment or with coil deployment. In addition, health care professional reported that essure was not in situ after diagnosis of pregnancy and states that, on (B)(6) 2015, it was removed (right implant only). Removal method: laparoscopy. According to reporter, right abdominal implant was "placed" on uterus (as reported) and probable fallopian tube perforation at the time of essure placement occurred. Also according to physician, the removal was medically necessary and requested by patient. There were neither pathology results nor signs of infection or inflammation. No other new medical information was provided. Case considered to be closed. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 14-jul-2015 for the following meddra preferred terms: pregnancy: the analysis in the global safety database revealed (B)(4) cases. Fallopian tube perforation: the analysis in the global safety database (B)(4) revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed, solicited case report refers to a (B)(6) female patient who had a pregnancy after essure (fallopian tube occlusion insert) insertion; she underwent an elective abortion. In addition, it was reported that right unilateral perforation occurred. The reported events are listed in essure's reference safety information and were considered serious due to medical importance. Uterine and fallopian tube perforation may occur with essure use. In this particular case, the first confirmation test performed showed the inserts assymetrics but she was advised to rely on essure. Pregnancy was diagnosed approximately 6 years after essure insertion; and according to follow up information, the confirmation test performed 4 years after the first one showed complete perforation on the right side (probably related to insertion procedure). Then, the right essure coil was removed via laparoscopy. Although the perforation probably occurred during device placement, it is not known for sure. Also, it is unclear if pregnancy followed the perforation or not; therefore causality between the reported events and the suspect insert cannot be excluded. Previously this case was regarded as non-incident. As essure was later removed via laparoscopy (required intervention) this case was upgraded to incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.